Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103152) on 26-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), blood loss anaemia ("heavy periods result in hemoglobin dropping to 2"), hypoaesthesia ("numbnes in limbs") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, blood loss anaemia, hypoaesthesia, weight increased and hypertension outcome was unknown. The reporter considered blood loss anaemia, heavy menstrual bleeding, hypertension, hypoaesthesia and weight increased to be related to essure. The reporter commented: "serious injury and required intervention was reported, but not specified and/or assigned to one of the events". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Case category was corrected to not potential legal case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103152) on 26-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), blood loss anaemia ("heavy periods result in hemoglobin dropping to 2"), hypoaesthesia ("numbness in limbs") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, blood loss anaemia, hypoaesthesia, weight increased and hypertension outcome was unknown. The reporter considered blood loss anaemia, heavy menstrual bleeding, hypertension, hypoaesthesia and weight increased to be related to essure. The reporter commented: "serious injury and required intervention was reported, but not specified and/or assigned to one of the events". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.